Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).

Event description:
The patient was implanted for urinary urgency. The consumer reported that the patient had a loss of therapy. The patient was implanted on monday and the therapy reportedly worked fine until wednesday when the patient had symptoms return. The patient was recently implanted therefore the implant site had not healed up yet. The patient was set at the lowest setting at implant (program 3 at 1.3) and was instructed that they could adjust it up or down or to a different program. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.